Manufacturer narrative:
The following fields have been updated with additional information: d1,d5, e3,h6 and h11. The following fields have been updated with additional information: h6 annex c. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie drawer failed due to hardware issue. The field service engineer found that the drawer 5.1/5.2 was not on the bus and there were no lights on the back of the t-card, replaced the t-card and reconfigured the device to resolve the issue. The system functioned as intended after the field service. Engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es had drawer failure, preventing user from removing the olanzapine zydis 5mg tablets. The customer stated that there was a delay of about 15 minutes for accessing a required critical medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no light on the back of the drawer t card. A field service engineer replaced t card and reconfigured the drawers to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es had drawer failure, preventing user from removing the olanzapine zydis 5mg tablets. The customer stated that there was a delay of about 15 minutes for accessing a required critical medication. There were no adverse events or injuries reported based on this incident.